Event description:
It was reported that the patient underwent a revision procedure where the non-rechargeable implantable pulse generator (ipg) was replaced with a rechargeable device due to an unknown reason. It was also noted that one of the patients leads had migrated and the physician decided to remove the migrated lead. The patient was doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7074110.

Event description:
It was reported that the patient underwent a revision procedure where the non-rechargeable implantable pulse generator (ipg) was replaced with a rechargeable device due to an unknown reason. It was also noted that one of the patients leads had migrated and the physician decided to remove the migrated lead. The patient was doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility. Additional information was received that the ipg was replaced due to patient receiving the end of battery life message on the remote control. It was also noted that the patient was a high frequency user and experienced inadequate stimulation due to lead migration.